Event description:
It was reported the end cap was broken. Customer's blood glucose was unknown. Customer is returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with the end cap not broken. The drive support cap was slightly loose. The device had missing end cap sticker, minor scratches on the lcd window, cracked belt clip slot, cracked battery tube threads, and corroded battery tube.